Event description:
On (B)(6) 2013, it was reported that the up, down, and check buttons were no longer functioning on the patient's infusion device. Also, the inserts on the battery compartment are worn so that the compartment cover does not stay closed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The up and down button are always active. Due to an external mechanical influence the snap dome of the up and down button are pressed through. This source led to an always activated up and down button and therefore all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product.